Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a lead revision due to leg stimulation and a neurostimulator device revision due to the device being on its side. Additional info was requested.